Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump received post reset ram crc alarm and the display of the insulin pump was blank. The customer's blood glucose level was 589 mg/dl. The customer was treated with syringes. The customer was assisted with the troubleshooting. The customer stated that the insulin pump quit working. The insulin pump will not be returned for the analysis.